Manufacturer narrative:
The device was returned to olympus for inspection where it was confirmed that the plastic distal end cover contained foreign objects. Based on the results of the investigation, olympus confirmed foreign material came off of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited foreign objects on the channel tube. There was no patient involvement.